Event description:
The pump was removed after 45 months of implant for battery depleton. It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.